Event description:
Customer reported 1 false positive result obtained on the alinity m sars cov-2 assay. The customer stated they had received a positive result in their laboratory and a repeat positive result. The customer inquired about false positive results as the patient was asymptomatic. The customer confirmed there had been no impact to patient management reported due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 updated to include product list number in the catalog number field also lot number has been identified in the course of investigation and has been populated in d4 along with expiration date and UDI h4 manufacture date has been populated. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lots 522521. A product deficiency could not be identified as a result of this review.